Manufacturer narrative:
An event regarding revision of a triathlon femoral component due to patellar subluxation and femoral component malalignment was reported. The event was confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that the complaint of ¿kneecap aching and tightness,¿ as well as complaints of clicking, are likely due to patellar subluxation requiring lateral release at revision surgery and likely persisting as complicated by the lateral incision and quadricepsplasty performed at the primary total knee arthroplasty surgery on the left. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: a revision surgery was performed as the patella was subluxing and the femoral component was malpositioned. The femoral component was explanted and exchanged to implant a triathlon ts (stemmed) femoral component. Medical review of this case concluded that there is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Patient had left knee replacement. Patient's left leg looked crooked, was unsteady and was experiencing pain.